Event description:
It was reported that stent damage occurred. Following the insertion of a non-bsc guide catheter, a 3.50x28mm promus premier¿ drug-eluting stent was advanced to the target lesion which met some resistance. The physician pulled the device back, but one of the struts at the end of the stent was caught on the edge of the guide catheter and the strut had lifted up. The physician removed the device and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).